Manufacturer narrative:
Date sent to FDA: 9/11/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2013 during which the surgeon noted ¿extensive small bowel and omental adhesions to the anterior abdominal wall in the area of the previously placed mesh. Lysis of adhesions were undertaken which took 60 minutes to take the bowel down off of the abdominal wall. A portion of the mesh was taken as well in order to avoid any potential enterotomy.¿ it was reported that the patient experienced severe pain, nausea, inflammation, dense adhesions, loss of appetite, stress and anxiety. No additional information is provided.